Manufacturer narrative:
(B)(6). Medical product - tess hum reverse corolla s0, cat#: p1700430 lot#: 0001169114. This device is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2017-00092 and 3006946279-2017-00093.

Event description:
It was reported that during a shoulder arthroplasty, it was not possible to insert the 6 mm humeral inlay into the reverse corolla. After several impaction attempts, the corolla migrated. A second, thicker humeral inlay was impacted, and also could not be seated. During impaction, the humerus fractured. The 8 mm bearing was eventually able to be seated into the corolla and a cable wire was utilized to fix the fracture and prosthesis into place. No additional patient consequences were reported.